Manufacturer narrative:
The report of damage to the previous percutaneous lead (lead) repair site was confirmed based the evaluation of the returned portion of the lead and the reported damage was consistent with the image on the photo submitted by the account to the manufacturer. A distal end percutaneous lead replacement was performed and approximately 13.5 inches of the external portion/distal end was returned for evaluation. The reported damage to the previous percutaneous lead repair site was noted on the distal side of the lead¿s gray tubing. An electrical continuity test of the lead was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The previous distal-end repair kit was removed, and visual inspection of the wires in this area revealed no evidence of mechanical damage or wire insulation breakdown. The shielding and bionate layers were removed from the remainder of the lead and examination of the underlying wires revealed no evidence of disruptions or damage to the wire insulation or underlying conductors. The lead was submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the percutaneous lead wires that would have resulted in an electrical short. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Reference MFR report # 2916596-2014-02017 for the report of the patient's previous percutaneous lead replacement. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the percutaneous lead had an area of damage near the location of a previous percutaneous lead replacement. The previous replacement had been performed in (B)(6) 2014 due to excessive wear and tear of the percutaneous lead. No alarms were reported and the patient was reportedly asymptomatic. On 06/01/2016, the manufacturer's technical services representative performed an onsite for a percutaneous lead evaluation and replacement. A phase interrupter test did not reveal any issues. Post-replacement, the lvad was connected to the power module using the patient cable and no alarms occurred.